Event description:
The customer initially called to report a blank display on the insulin pump. The customer then stated she was hospitalized for low blood glucose levels. The customer was not coherent when hospitalized and was kept for twelve hours for observation.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.